Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During procedure, the field service engineer noted that drill bit was at slight angle. Resident confirmed that drill bit was stuck in adaptor, and had heated slightly. Drill adaptor was removed and surgeon was able to use irrigation to flush out drill adaptor and remove drill bit. New drill bit was used, and surgeon confirmed they were able to move drill bit freely through adaptor.

Manufacturer narrative:
It was reported that while drilling through the 2.45mm drill adaptor s/n mt-02-161 s18432 with drill bit, the drill bit got caught inside the drill adaptor. Medical staff was able to remove the drill bit from the drill adaptor by using irrigation. A new drill bit was used and there was no further issue with the drill adaptor after. The most probable root cause of this event is that due to the friction between the drill bit and the drill adaptor during drilling, the metal heated up and swollen which caused the mechanical jam. However, since the product was not returned by the customer for evaluation, the root cause of this event remains unknown. Corrected data: b4 date of this report; g4 date received by manufacturer h2 if follow-up, what type; h6 event problem and evaluation codes.

Event description:
During procedure, the field service engineer noted that drill bit was at slight angle. Resident confirmed that drill bit was stuck in adaptor, and had heated slightly. Drill adaptor was removed and surgeon was able to use irrigation to flush out drill adaptor and remove drill bit. New drill bit was used, and surgeon confirmed they were able to move drill bit freely through adaptor.